Event description:
The customer reported via phone call that the insulin pump's battery cap was cracked. Every time he changed the battery the insulin pump lost the date and time. The insulin pump alarmed unexpected restart numerous times. The customer was blind and could not see the alarm history. Customer's blood glucose level was 24 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit received with stripped battery coin slot. Unit passed self-test and unexpected restart error test. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window.